Event description:
Information received a smiths medical convective warming/level 1 equator blowers caused a second degree burn to patient upper arm and upper body were provided to reveal the blisters and redness covering the entire upper alarm and shoulder. 9% body surface burn. The temperature was reported at 35.5 c before using and 35.9 c after finding out the burn when she woke up four hours from the beginning of medical procedure of left colectomy. Information revealed patient was receiving wound treatment for burns per hospital procedure daily. No further information at this time.

Manufacturer narrative:
One convective warming hose was received bent, but not broken. The hose and power cord were plugged in. Selecting and running about 1 hour on each temperature, without any big difference between selected temp and real temp, on the 36 and 40, the real temp was with 0.5 degree more and on 44 with about 1 degree more. Another test with a new hose was performed, but the difference was the same. The reported issue was unable to be confirmed. There was no fault found with the returned pump.